Event description:
It was reported that the pt underwent a spinal procedure at t7-t8 and t12-l2 for spine tumors using posterior fixation in 2005. The rod at left side t8 was broken post-op. The revision surgery was performed approximately two and a half years post-op. It is unknown if fusion was completed.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. We are unable to determine the cause of the event.